Event description:
Broach tip broke while preparing proximal phalanx for implant. Surgery was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.